Manufacturer narrative:
Product event summary # s8 restarted on its own and slow. Other relevant device(s) are: product ID: 9735699, serial/lot #: unknown. Analysis of the 9735699 found that the software was unresponsive/unexpected exit. This occurrence will not be added to the existing test track record as that record was closed with the release of stealth application 1.0.2 which incorporated the fix for this anomaly. The software investigation found that the reported event was related to a known software issue. This issue was previously documented and investigated in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information a navigation system was being used outside procedure. It was reported that the system shutdown and re started on its own during training and the system was also slow. It was stated that the issue happened when verifying instruments in the spine software. There was no patient present when the issue happened.